Event description:
Customer alleged blood glucose results of 471 mg/dl, 201 mg/dl, 158 mg/dl, 148 mg/dl, and 239 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having symptoms of high blood glucose and self-treated with insulin based on a result of 108 mg/dl obtained on an advantage blood glucose meter. Customer reported continuing to have a headache. A request was made for the return of the suspect device and replacement product was sent.